Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. The cause for the failure and the messages was isolated to an broken pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause of the broken wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages.